Manufacturer narrative:
A vyaire field service representative (fsr) repaired the device onsite and returned it working to service specifications. The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported complaint was confirmed through the events log and duplicated during functional check. The pt800 has failed. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced a vent inop alarm while on a patient. There was no patient harm or injury associated with the reported issue.